Event description:
It was reported that during the implant procedure, when this right ventricular (rv) lead was first positioned in the apex, the thresholds were normal. The physician noted that he found the position of the tip to be strange and that it appeared to have an abnormal shape. The procedure was paused for a few minutes to retest the parameters, and at this point the thresholds had increased. The physician elected to reposition the lead. The helix mechanism was retracted, and the lead was positioned in another place. At this time, the patient's blood pressure decreased, and a cardiac tamponade occurred. While trying to stabilize the patient, the lead physician was able to continue implanting the right atrial and left ventricular leads. An echo was performed and a pericardiac drain was attached to the patient. The procedure was completed, and this lead rv lead was successfully implanted. The patient was stabilized and at the end of procedure all thresholds were within acceptable range. It was noted that the patient was doing well. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, when this right ventricular (rv) lead was first positioned in the apex, the thresholds were normal. The physician noted that he found the position of the tip to be strange and that it appeared to have an abnormal shape. The procedure was paused for a few minutes to retest the parameters, and at this point the thresholds had increased. The physician elected to reposition the lead. The helix mechanism was retracted, and the lead was positioned in another place. At this time, the patient's blood pressure decreased, and a cardiac tamponade occurred. While trying to stabilize the patient, the lead physician was able to continue implanting the right atrial and left ventricular leads. An echo was performed and a pericardiac drain was attached to the patient. The procedure was completed, and this lead rv lead was successfully implanted. The patient was stabilized and at the end of procedure all thresholds were within acceptable range. It was noted that the patient was doing well. No additional adverse patient effects were reported. This lead remains in service.